Event description:
It was reported that the patient stated that the pump of this inflatable penile prosthesis (ipp) is not working properly as he is experiencing auto-deflation issues. The physician believes that the device presents a fluid leak since the pump is not refilling; therefore, he suggested a revision. No additional information was reported.